Event description:
The balloon would not inflate on two of these devices. A third device worked successfully. The balloons are from two different lot numbers. We left a message for the MFR's quality assurance (qa) last month and there has been no response.